Event description:
During a paroxysmal atrial fribrilation procedure, it was reported that after mapping with the lasso® 2515 nav eco variable catheter, after it was removed and re-inserted into the patient) a magnetic distortion was observed related to the 20 pole b catheter on the carto 3 system. The error continued to intermittently appear. The bwi representative exchanged the catheter and the 20 pole eco cable with brand new ones without resolution. At that moment, all body surface (bs) and intracardiac (ic) signals were lost, replaced with 60-cycle noise, on both carto 3 and ep recording system. When the cable was disconnected, the signals returned. The catheter was exchanged without resolution. The bwi representative rebooted the patient interface unit (piu) without catheters connected while the cable remained connected; testing was performed connecting and disconnecting the lasso catheter. On both scenarios, the noise returned. In addition, when the cable was connected to 20 pole a port, the signals were flat on all channels.the procedure was completed by using the same carto 3 system and allowing time for the memory in the catheter and cable to reset after they were disconnected and connected back again. There were no patient consequences.on (B)(6), received additional information requested from bwi representative stating that signals were lost in all channels and in both systems at the same time. Due to this additional information, this complaint became reportable.

Manufacturer narrative:
The device investigation is still in progress.(B)(4).

Manufacturer narrative:
(B)(4) during a paroxysmal atrial fibrilation procedure, it was reported that after mapping with the lasso 2515 nav eco variable catheter, after it was removed and re-inserted into the patient) a magnetic distortion was observed related to the 20 pole b catheter on the carto 3 system. The bwi representative exchanged the catheter and the 20 pole eco cable with brand new ones without resolution. At that moment, all body surface (bs) and intracardiac (ic) signals were lost on both carto 3 and ep recording system. When the cable was disconnected, the signals returned. Further troubleshooting was performed but the noise issue remained. In addition, when the cable was connected to 20 pole a port, the signals were flat on all channels. The procedure was completed by using the same equipment and allowing time for the memory in the catheter and cable to reset after they were disconnected and connected back again. Upon receipt, the cable was visually inspected and was found in good physical condition. A carto 3 test was performed with the cable and a known good catheter and no malfunctions were observed. No noise was observed either. The device history record could not be reviewed since the lot number was not provided by the customer. The customer complaint was not confirmed.